Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. Bg cause was not known. Customer consumed carbohydrates and was taken to the hospital. Customer was provided with glucose, juice, and carbohydrates to address bg. Customer was released from the hospital on (B)(6) 2020 with no permanent damage.